Event description:
On (B)(6) 2015, a reporter contacted animas alleging that there was moisture behind the display screen. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/01/2015 with the following findings: there was no evidence of moisture in the pump. A leak test failed due a crack near the display screen.